Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to sensing of myopotential noise. The s-ICD also recorded an untreated episode due to oversensing. The device was programmed to the primary vector and the noise was reproducible when the patient was in a plank position. It was noted that the patient previously had an exercise stress test (est) six weeks post-operatively and a subcutaneous electrogram (s-ECG) was acquired at that time. Technical services recommended reassessment of other programming vectors and repeating the est and capturing isometrics if appropriate. The s-ICD remains in service.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to sensing of myopotential noise. The s-ICD also recorded an untreated episode due to oversensing. The device was programmed to the primary vector and the noise was reproducible when the patient was in a plank position. It was noted that the patient previously had an exercise stress test (est) six weeks post-operatively and a subcutaneous electrogram (s-ECG) was acquired at that time. Technical services recommended reassessment of other programming vectors and repeating the est and capturing isometrics if appropriate. The s-ICD remains in service. An additional est was performed on (B)(6) 2025, and no noise was observed in the alternate vector; however, occasional undersensing of the r-wave was noted in several vectors. Despite some undersensing due to beat-to-beat variability, sensing in the alternate vector was otherwise robust. Technical services recommended regular downloads over the next few weeks for assessment.